Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. Prior to procedure, patient was on oral anticoagulation, eliquis. Heparin was administered, and the activated clotting time (act) level was 287 seconds. The transseptal puncture was inferior mid. The left atrial pressure was 14mmhg. The device was implanted without difficulty after one partial recapture. Protamine was administered after the procedure. Patient was sent home after procedure on dual antiplatelet therapy. On (B)(6) 2024, the patient presented to the emergency department with shortness of breath. A transthoracic echocardiogram (tte) was performed, showing a small/trivial local pericardial effusion at the base of the heart. The effusion was not large enough to drain, and it did not cause any patient hemodynamic compromise. The physician believed that the cause of the pericardial effusion was due to plavix and the patient's comorbidities. The patient was monitored and released without intervention.

Manufacturer narrative:
An event of pericardial effusion and shortness of breath was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on all available information, that the cause of the pericardial effusion was due to plavix and the patient's comorbidities which may have contributed to the reported event of pericardial effusion. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The device was implanted. On (B)(6) 2024, the patient presented to the emergency department with shortness of breath. A transthoracic echocardiogram (tte) was performed, showing a small/trivial pericardial effusion. The effusion was not large enough to drain, and it did not cause any patient hemodynamic compromise. The patient was monitored and released without intervention.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.